Manufacturer narrative:
After further review MFR#2916837-2021-00105 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported while using bd facscelesta¿ flow cytometer waste leaked outside of instrument. There was no impact to user. It was reported that the dcm is dripping. Is instrument assurity linc enabled? No customer problem: dcm dripping and no events steps taken with customer/troubleshooting: customer cleaned sip with stylus, checked waste line connections, let flow cell sit in contrad next steps (if necessary): dispatch are you using this product for clinical diagnostic test? No were erroneous results reported and used to treat a patient? No was there any injury or potential injury? No resolution achieved? No follow up required? No software version? No list of parts shipped (include foc): no RMA required? No was there a fluidic leak or spill? Yes 1.was there spray of fluid under pressure? No 2. Was the leak/spill contained within the instrument? No 3. Was the leak/spill in a customer accessible location? Yes customer donned ppe while cleaning spill 4. What was the fluid that leaked/spilled? Sheath / waste 5. What is the source of leak/spill? (Waste or non-waste line) waste line 6. Was the customer exposed to blood or bodily fluids? No 7. Was there any physical harm to the customer as a result of the leak no

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscelesta¿ flow cytometer waste leaked outside of instrument. There was no impact to user. It was reported that the dcm is dripping. Is instrument assurity linc enabled? No. Customer problem: dcm dripping and no events. Steps taken with customer/troubleshooting: customer cleaned sip with stylus, checked waste line connections, let flow cell sit in contrad. Next steps (if necessary): dispatch are you using this product for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Resolution achieved? No. Follow up required? No. Software version? No. List of parts shipped (include foc): no. RMA required? No. Was there a fluidic leak or spill? Yes. Was there spray of fluid under pressure? No. Was the leak/spill contained within the instrument? No. Was the leak/spill in a customer accessible location? Yes customer donned ppe while cleaning spill. What was the fluid that leaked/spilled? Sheath / waste. What is the source of leak/spill? (Waste or non-waste line) waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.